Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, the patient had a tracheal compression due to malignant mediastinum mass. Prior to the procedure the patient's condition was reported to be "bad". The patient's anatomy was reported to be tortuous; the distal portion and right stem was very occluded/compressed. During the procedure, the physician made four attempts to implant the stent within the patient's bronchus using frieteg forceps. After the fourth attempt the physician thought the stent was placed properly, a laryngoscope was used to verify stent placement and found that the stent was not placed correctly. The stent was not in the bronchus, but in the esophagus. The physician tried to remove the stent but experienced difficulty. During the physician's attempt to remove the stent, the patient experienced respiratory failure due to the airway becoming blocked. The patient was resuscitated and a gastroenterologist removed the stent from the esophagus. The physician opted to abort the procedure due to the patients condition and inability to place the dynamic y stent. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4) - the reported issue of stent positioning problem. (B)(4) - the reported issue of difficulty removing stent. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.